Event description:
A medtronic representative reported an alleged inaccuracy of 1-2mm while in a posterior spine fusion procedure. From t2-s1, three screws were placed laterally on the left side of the patient. The medtronic representative stated that the screws were with in 3 levels of the frame. The surgery was completed with the use of the stealthstation s7 system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, at the site, performed a system accuracy verification finding the accuracy on both sides of the o-arm passed with good results; system confirmed accurate. No files have been received by the manufacturer for software evaluation of the root cause of alleged malfunction.